Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Bvi has been notified on september 5th, 2024 about incident concerning usage of one of our product, frontalis suspension sets, part number: 585192, intended to support the elevating function of the frontalis muscle to the ptotic eyelid. The received description was describing a bilateral case in a young child to whom the customer implanted two seiff frontalis suspension sets (lot#: 3339421 and lot#: 3380131). The first one snapped as the surgeon was tightening the sling through the watzke sleeve. Fortunately, the surgeon was able to retrieve it with a wright hook, completed the sling and had closed all the wounds, when he noticed the eyelid drooping again. The operator opened the wound and found the silicone sling had broken. The surgeon needed to re-open the wounds and re-do the right eyelid with a new sling. The left eyelid had similar issue. As the surgeon was pulling the sling through from the eyelid to the brow, the sling detached from the needle. The operator was able to correct it with a wright hook. The above situation resulted in longer operating time / anaesthesia time for the young patient. No further consequences were shared with bvi at this time. We decided that the above described situation meets the definition of serious injury, as unexpected complications during the procedure required additional surgical intervention.

Manufacturer narrative:
On september 5th, 2024, bvi was notified of an adverse event related to the frontalis suspension sets (part number: 585192). The lot numbers provided by the customer were as follows: lot # 3339421 with a manufacturing date of may 1st, 2020, and an expiration date of april 22nd, 2025 [UDI: (B)(4). Lot # 3380131 with a manufacturing date of june 28th, 2021, and an expiration date of june 9th, 2026 [UDI: (B)(4). The incident involved a bilateral case in a pediatric patient where the suspension slings broke during the surgical procedure, necessitating additional interventions. No further complications have been reported to date. A thorough investigation was conducted, including reviews of the device history records (DHR), risk analysis documentation, and manufacturing processes. The lot in question passed all required inspections, and no anomalies were found. However, due to the unavailability of complaint samples, the root cause could not be definitively determined.a review of the complaint database for the past three years revealed one additional similar complaint, which suggests that the occurrence rate is low. As a result, no immediate corrective action is deemed necessary at this time. Bvi will continue to monitor for any emerging trends related to this incident. Correction of field g2 - report source submitted with initial report and checked as "foreign" by mistake.